Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was delivering too much insulin resulting in very low blood glucose readings. The customer;s blood glucose was 43 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated their health care professional had changed the pump basal settings but it did not help. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.